Event description:
A hydratome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in a female pt in 2008. According to the complainant, "...the cutwire dislodged itself from the catheter." The physician completed the procedure with another hydratome rx sphincterotome. No pt complications were reported as a result of this issue and the pt was reported as "ok" following the procedure.

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device, and the cause of the event is undetermined. A review of the complaint database did not identify any additional complaints for this lot. The device history record for this lot was reviewed; no anomalies were noted.